Event description:
It was reported that the patient had impedances on the spinal cord stimulator (scs) leads. It was also noted that the patient experienced dizziness, fainting episodes, blurred vision, and headaches. The patient underwent a scs lead revision procedure, was doing well postoperatively and the explanted devices were kept by the facility.

Manufacturer narrative:
Block d2b: lgw, qrb. Additional suspect medical device component involved in the event: product family: scs-linear leads, model: sc-2317-70, serial: (B)(6), batch: 7082254 , upn: m365sc2317700, UDI: (B)(4).

Event description:
It was reported that the patient had impedances on the spinal cord stimulator (scs) leads. It was also noted that the patient experienced dizziness, fainting episodes, blurred vision, and headaches. The patient underwent a scs lead revision procedure, was doing well postoperatively and the explanted devices were kept by the facility.

Manufacturer narrative:
Investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device, however response was not received. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was completed and confirmed that the event of ar-d(s): 1682: impedance high; ar-p codes: 9073: dizziness, 9109: fainting, 9303: vision, blurred; ai codes: f1905: device revision or replacement was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.